Manufacturer narrative:
This follow-up MDR was identified as requiring submission during a two year retrospective review. Failure analysis (fa) received a vela main pcba and installed in a known good unit. Powered on with received settings on ventilating mode, note the reported problem was duplicated and the unit was alarming xdcr fault. Event error log has multiple xdcr fault events, perform xdcr calibration and it failed the exhal flow at 0. The problem was isolated to a bad xdcr pt802. This reported event considered a known issue addressed with an internal action. The vela main pcba was scrapped.

Event description:
The customer reported that while in patient use the ventilator transducer fault. The patient was removed from the ventilator and placed on another ventilator. No patient harm.

Manufacturer narrative:
(B)(4). This complaint was determined to be reportable per the revised procedures.